Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the c-cover and the connecting tube was sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. It is likely that the following led to the malfunction: the treatment tool became welded to the tip of the scope during the procedure for the burn. The cause for the sticky tube was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.